Event description:
Event [preferred term] patient tested negative on the lucira, but when patient was tested for biofire the results came back positive [false negative investigation result], , narrative: this is a spontaneous report received from an other hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "patient tested negative on the lucira, but when patient was tested for biofire the results came back positive". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: the reporter mentioned that they had a patient who retested in the office. The patient tested negative on the lucira, but when patient was tested for biofire, it was sent to the lab, and the results came back positive for the influenza test h3 strength. Causality for "patient tested negative on the lucira, but when patient was tested for biofire the results came back positive" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] patient tested negative on the lucira, but when patient was tested for biofire the results came back positive [false negative investigation result]. Narrative: this is a spontaneous report received from an other hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "patient tested negative on the lucira, but when patient was tested for biofire the results came back positive". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: the reporter mentioned that they had a patient who retested in the office. The patient tested negative on the lucira, but when patient was tested for biofire, it was sent to the lab, and the results came back positive for the influenza test h3 strength. Causality for "patient tested negative on the lucira, but when patient was tested for biofire the results came back positive" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 10apr2025 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of 'false negative' was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation (s) associated with the complaint issue are documented in the hazard analysis (document (B)(4), version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (27feb2025): follow-up attempts are completed. Follow-up (10apr2025): this is a spontaneous followup report received from product quality group. No follow-up attempts are possible.